Manufacturer narrative:
The act button did not respond due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump had moisture damage on the electronics. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the buttons on the customer's insulin pump did not work. Her blood glucose was 213mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.